Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that handle fractured during routine use. Nothing fell into patient. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as visual examination of the returned product identified that the lever component had fractured. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.